Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 700 mg/dl. Customer was treated intravenously with insulin and declined to provide further details on treatment. Customer was released on (B)(6) 2023 and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.